Event description:
This case was initially received via regulatory authority ansm (reference number: r1715087). This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a (B)(6) female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2017 for the following meddra preferred term: allergy to metals-the analysis in the global safety database revealed 309 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.